Manufacturer narrative:
Visual examination of the returned device featured irregular witness marks. The indents featured on the set screw, are severe, asymmetrical, and irregular. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the set screw loosening could not be determined by the sample or information provided. A potential root cause may be the set screw not being correctly tightened down onto the rod. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device is available for evaluation. Investigation will be conducted. Follow up will be filed with findings. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pelvic screw / rod release. Right side rod dislodged from screw. Left side set screw loose at time of removal. Significant wear and abrasion on set screws.